Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the hemopro 2 jaw broke and the device stopped working. Nothing fell into the pt and no intervention was required. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformance that may have contributed to the reported event. No visual irregularities or broken parts were noticed on the device jaws. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. The safety shutdown mechanism on the device was tested and performed according to device specifications. The device was tested for temperature, resistance and jaw opening and closing force. The device passed the tests. Based upon the evaluation results, the reported complaint could not be confirmed. (B)(4).